Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 25 mg/ml morphine at 8.35 mg/day and 8 mg/ml bupivacaine at 2.672 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that a low battery reset and safe state occurred on (B)(6) 2017. It was noted the pump was at minimum rate. The hcp was to leave the drug in the pump and schedule a pump replacement soon. The patient displayed no symptoms. It was later reported that they had tried to reprogram the pump and would explant the pump. It was noted the pump had 5 months remaining before end of life.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.